Manufacturer narrative:
Unfortunately, there was no sample available for evaluation, therefore, we are unable to determine the exact cause for the issue reported. A review of the device history record, raw material history files and the sterilization batch records for the lot reported showed no recorded quality problems or rejections related to this incident. Therefore, we are unable to determine a root cause for the issue reported.

Event description:
Bone marrow biopsy was being performed and when it was time to remove the sample, the tip of the needle broke. An x-ray was taken to confirm whether any pieces remained in the pt. No pieces were found in the pt.